Manufacturer narrative:
Initial reporter addr 1: (B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a user error occurred with regards to the dobutamine (500mg/250ml d5w, concentration 2000mcg/ml) infusion. The hospital's pharmacist reviewed the infusion knowledge portal (ikp) data and found that the user gave the medication at 1057 (recorded time 1102). Bd clinical consultant reviewed the data and found that when giving the dobutamine, there was an initial alert that fired when the dose of 176 mcg/kg/min (371.7 ml/hr) was programmed at 10:28:02 then 5 seconds later, it was overridden and delivered. Per ikp data, the medication was programmed manually. There was patient involvement but impact is unknown.

Manufacturer narrative:
Additional information : imdrf annex a, b and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that a user error occurred with regards to the dobutamine (500mg/250ml d5w, concentration 2000mcg/ml) infusion. The hospital's pharmacist reviewed the infusion knowledge portal (ikp) data and found that the user gave the medication at 1057 (recorded time 1102). Bd clinical consultant reviewed the data and found that when giving the dobutamine, there was an initial alert that fired when the dose of 176 mcg/kg/min (371.7 ml/hr) was programmed at 10:28:02 then 5 seconds later, it was overridden and delivered. Per ikp data, the medication was programmed manually. There was patient involvement but impact is unknown.